Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose and heart attack. The blood glucose reading was 800mg/dl. Troubleshooting was performed. The customer stated that she was experiencing high blood glucose, but the insulin pump did not alarm no delivery. The customer stated that she changes the infusion several times to solve the issue with no success. The customer also stated that her blood pressure was affected by the high glucose level. The customer was able to verify that insulin exited thru the tubing and the cannula. No further information was provided.